Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening. Leak test and microscopic analysis were performed which identified a sharp opening on valve bond edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on valve bold edge assessed as an unidentified (tear) opening.